Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damaged was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.